Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support after an aborted impella 5.5 insertion. It was reported while on impella cp support, the patient experienced a gastrointestinal bleeding and as a result systemic heparin was discontinued. On the last day of support, on (B)(6) 2021, the pump experienced a sudden stop. The medical team attempted to restart the pump three times, all unsuccessful. The automated impella controller (aic) was exchanged for a back up aic, the issue was not resolved. It was reported the patient expired shortly after the pump stop. It was later reported that up until the time of the pump stop, the patient had been hemodynamically stable. The patient decompensated after the pump stop and died about 45 minutes later. It was reported that, based on this information, the patient's death was likely due to pump stoppage. Medical intervention at the time of the pump stop was unknown.